Manufacturer narrative:
(B)(4). Results of investigation: carefusion performed bench testing on the ventilator. All testing was performed using a known good test patient circuit as well as a known good ac adapter. The ventilator passed 94 hours of extended tests at the customer's settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that a patient died while connected to the ventilator and no alarms sounded. There were no allegations of the ventilator malfunctioning. The customer has requested the ventilator be evaluated as a precaution.